Manufacturer narrative:
Patient height reported as 176 centimeters. Patient ID/initials and age/date of birth are unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a maxillofacial osteosynthesis material removal surgery, the surgeon observed a breakage of two (2) plates at the distal screw on the proximal side of the two plates. Reportedly there was no delay but this event led a lack of maxilla consolidation because the breakage occurred during the consolidation period and not intraoperatively. The two broken plates were removed and two new plates were installed with a bone graft. All broken fragments were removed from the patient. Matrixmid face screws (part/lot unknown, quantity unknown). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient nip reported as (B)(6). This information is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: relevant tests/laboratory data. A product investigation was completed: the received plates were found broken. Furthermore, there are several mechanical damages visible on the surfaces. The dimensions which are relevant for this complaint were checked as far as possible and found to be within specification. Our investigation has shown that the complaint condition for the received plates is confirmed. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. It is likely that a mechanical overload situation could lead to the breakage. Based on the investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.